Event description:
As reported, the thermogard console (sn (B)(6) displayed a "coolant level low" warning. On startup, the system froze during setup. Upon inspection, the coolant level was properly filled but the coolant alert light stayed red. After draining and refilling the coolant, the mid:09 (air trap assembly) error appeared immediately on startup. The coolant was drained again; however, the console displayed a mid:09 error. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) displayed a "coolant level low" warning followed by a mid:09 (air trap assembly) error message was confirmed during functional testing but not in the archive review. The root cause of the error message was due to a failure of the coolant block assembly, likely attributed to a failed component. The thermogard console failed the initial functional test due to a mid:09 error message, thus confirming the reported complaint. The coolant block sensor pcb was replaced to remedy the "coolant level low" and mid:09 error messages. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with sn (B)(6).

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) displayed a "coolant level low" warning followed by a mid:09 (air trap assembly) error message was confirmed during functional testing and the event log review. The root cause of the error message was due to a failure of the coolant block assembly, likely attributed to a failed component. The event log review confirmed the presence of the mid:09 error in the event log, thus confirming the reported complaint.